Event description:
It was reported that during a foot surgery it was found that the threads of the anchor were very thin in the middle and then tore apart at this point. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint cannot be confirmed. One sealed, packaged ar-1915ft-1, batch 11622306 was received for investigation. The device involved in the event description was not returned for inspection. No problem was identified with the new, returned device once it was unpackaged. As such, the allegation cannot be confirmed.